Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 15 to 14.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced drifting down slowly. There was no patient involvement.